Manufacturer narrative:
The heater was investigation on site and on open circuit was found. The heater was swapped out nd the issue was resolved. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.

Event description:
It was reported that during prime, the system was intermittently unable to heat. It also displayed fault code e08. No pt injury was reported.